Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a2, b3, b4, b5, b6, b7, d1, d4, d10, g2, g3, g6, h1, h2, h4 and h6. Additional information is pending and will be submitted within 30 days of receipt.

Event description:
Additional information received per the medical records indicate that the patient has a history of anemia and deep vein thrombosis (dvt) with contraindication to anticoagulation. The indication for the filter implant was deep vein thrombosis with a contraindication to anticoagulation due to anemia from post-menopausal bleeding. The filter was placed via the right common femoral vein and deployed in the infrarenal region of the inferior vena cava (ivc) under fluoroscopic guidance. The patient tolerated the procedure well. The patient presented to the hospital the day prior with complaints of heavy vaginal bleeding. Evaluation noted anemia, the patient ultimately received five units of blood and underwent a dilation and curettage six days after the filter was placed. Approximately four years and five months after the index procedure an abdominal computed tomography (CT) scan was done to evaluate the filter. Results of the scan noted right to left proximal filter tilt, the proximal tip abuts and may extend through the anteromedial ivc wall. The ivc filter struts extend to 3mm beyond the lumen and abuts but does not extend into the abdominal aorta, distal duodenum, and right gonadal vein. Incidental findings include, a small hiatal hernia, chronic pancreatitis, left and right adrenal masses, right and left renal cysts, severe calcified atherosclerosis of the abdominal aorta, lower thoracic spine diffuse idiopathic skeletal hyperostosis (dish),degenerative changes of the lumber spine and diverticulosis. Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter struts into organs and filter tilt. The patient became aware of the reported events approximately four years and six months after the index procedure. The patient also experienced chest pain that they related to the tilted filter.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: b4, g3, g6, h1, h2 and h6. As reported a patient underwent placement of an optease vena cava filter. The report states that the filter subsequently malfunctioned and caused tilting of the filter and perforation. The patient reported becoming aware of perforation of filter struts into organs and filter tilt, approximately four years and six months post implant. The patient also reported chest pain related to the tilted filter. According to the medical record the patient had a history of anemia and deep vein thrombosis (dvt) with contraindication to anticoagulation. The indication for the filter implant was deep vein thrombosis with a contraindication to anticoagulation due to anemia from post-menopausal bleeding. The filter was placed via the right common femoral vein and deployed in the infrarenal region of the inferior vena cava (ivc) under fluoroscopic guidance. The patient tolerated the procedure well. The patient presented to the hospital the day prior with complaints of heavy vaginal bleeding. Evaluation noted anemia, the patient ultimately received five units of blood and underwent a dilation and curettage six days after the filter was placed. Approximately four years and five months after the index procedure an abdominal computed tomography (CT) scan was done to evaluate the filter. Results of the scan noted right to left proximal filter tilt, the proximal tip abuts and may extend through the anteromedial ivc wall. The ivc filter struts extend to 3mm beyond the lumen and abuts but does not extend into the abdominal aorta, distal duodenum, and right gonadal vein. The product remains implanted and therefore not available for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the events has not been reported at this time and a clinical conclusion could not be determined as to the cause of the events. Without images available for review the reported events could not be confirmed or further clarified. Chest pain does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilting of the filter and perforation. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilting of the filter and perforation. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.